Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have gone to the hospital every two or three weeks. Customer reported to have been hospitalized on (B)(6) 2015 with unknown blood glucose. Customer also reported that the quickset detached from the body during the night causing blood glucose to elevate. Customer was hospitalized on (B)(6) 2015 with blood glucose of 754 mg/dl. Customer was hospitalized due to hyperglycemia. During troubleshooting, customer reported that infusion sets were discarded. Customer was advised that tubing clamp would be sent in order to complete high pressure test and complete troubleshooting.